Event description:
It was reported the device was used during a bariatric procedure.. It was reported the hp052 will either cut too fast or not at all. Another one used to complete the procedure. There was no consequence to the pt.